Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately four years later, patient experienced abdominal pain and CT revealed filter legs extending into psoas muscle, lumbar spine and possible duodenum. Ivc filter was removed successfully removed. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device - expiry date: 12/2014.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter perforated into organs. The device was removed percutaneously. The patient experienced pain due to the perforation of filter leg or struts into psoas muscle, lumbar spine and duodenum. However, the current status of the patient is unknown.